Event description:
Scrub nurse not sure whether lens was already broken when it was opened or if it broke when she picked it up to take it out of package.

Event description:
Scrub nurse not sure whether lens was already broken when it was opened or if it broke when she picked it up to take it out of package.